Event description:
Related manufacturing reference number: 2017865-2023-93834. It was reported that the patient's right ventricular (rv) lead exhibited low pacing impedance measurements. It was also reported that the patient's right atrial (ra) lead exhibited noise. The rv lead was capped and replaced. The ra lead was also capped and replaced. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.